Event description:
It was reported that after leaving on the tcm in standby mode overnight, all of the display lights illuminated and the sys was alarming the following morning. Another sys was used and the surgery was completed successfully.

Manufacturer narrative:
The field svc engineer replaced the pc board computer and the sys was found to be working properly. Further investigation on the board found there was no problem with the board, but it may have been loose in the socket. The issue could've been cleared by unplugging the board and plugging it back into its original location. This report is being submitted to the FDA as a result of a retrospective review of product complaints.